Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and urge incontinence. It was reported that they were having "terrible pain" that they think is related to bowel movements. Patient had a hard time formulating their thoughts. Patient stated their pain started after implant of ins and they had "horrible bowel problem" that they never had before implant. Patient stated they think the pain is related to that. Patient said they went to hcp office on monday and a mdt rep helped them make some adjustments and told them to not change anything until their next appointment on the 25th. Patient said the pain has gotten a little better since the adjustments. Patient said it hurts "where your sitting bones are". Patient said they think it is all the "bowel pressure" that is causing the pain and they wanted to relay that to the mdt rep. Patient said mdt rep had suggested "sitz" which they ordered. Patient said they are "peeing as bad as ever" patient said mdt rep had them "take it to 0" (agent understood this to mean stimulation). Patient said they had been having accidents only 4-5 times a day compared to before ins at 25 times a day. Patient will follow up with hcp on the 25th. Email to rep sent. Documented reported event. No further action was taken by patient services. Redirect to doctor if issue persists. Notifying field staff of situation or request. Additional information was received from the patient. The caller reports that they don't know how to use the externals. Patient services helped the caller connect to ins. Reviewed that the externals do not need to remain connected for therapy. Explained battery levels in externals do not impact stimulation. Reviewed to always have equipment accessible, not to power the ins, but in case a change needs to be made to the therapy. The caller reported that previously they have stimulation down their leg and it was a vibrating until the settings were changed. The caller asked when the therapy would start working, because they do not want to pee their pants anymore. Helped the caller increase the stimulation and power everything back off. The caller will monitor their symptoms and call back if additional help is needed to make adjustments. Reviewed ps phone number and role.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause of the stimulation in the leg was determined to be due to the settings the patient was using were too high and other issues were compounding the pain. Hcp gave patient a cream to help with pain. Patient also used a lower setting, which gave some relief that was necessary.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.